Event description:
The reporter claimed that the patient has been having unexplained elevated blood glucose ranging from 400 mg/dl to 'hi' (over 600 mg/dl) over the past 3 weeks. The reporter also claimed the animas pump has been giving an intermittent power issue for the past month. At one point when the subject pump was shutting off, the patient's doctor provided dosing via syringe for a 'hi' blood glucose reading. Subsequently, the patient's blood glucose was lowered to 29 mg/dl. The patient disconnected from the animas pump and was treated with juice and crackers. The patient's blood glucose was resolved to 150-160 mg/dl soon after. The patient resumed diabetes managed with the subject pump and everything reportedly was 'fine.' The reporter felt that the doctor's treatment for the high blood glucose was too aggressive since the patient was very active with swimming on the day of concern. Troubleshooting with animas representative revealed there was no product misuse. The battery cap and compartment was not damaged. The battery compartment was corrosion free. The power issue was not resolved with training. The product was sent back for investigation. The patient was advised to go on the backup plan. This complaint is being reported because the patient had elevated blood glucose of over 600 mg/dl after the subject pump began to have intermittent power issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The black box did show that a loss of power event had occurred. A 29 hour flow accuracy test was performed without power loss or alarms and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. (B)(6).